Manufacturer narrative:
Visual inspection was performed on the returned device. The reported rupture was confirmed; however, the reported irregular appearance could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported rupture appears to be related to operational context; however, a conclusive cause for the reported irregular appearance could not be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use of the 2.0x12 mm mini trek, the device did not look right so the user decided to test it before use. The mini trek was inflated with contrast to 4 atmospheres outside the body and it ruptured. There was no patient contact. They used another mini trek without issue. No additional information was provided.